Manufacturer narrative:
Additional narrative: patient ID and weight not available for reporting. Additional product code: jdw. (B)(4). Device broke intra-operatively and was not implanted / explanted. (B)(6). Without a lot number the device history records review could not be completed. Subject device has been received and is currently in the evaluation process. MFR date: unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a 3.2 mm cannulated drill bit became stuck when being extracted from a k-wire. Reportedly, when the surgeon pulled the k-wile, a thin layer of metal peeled off from the k-wire. The metal debris was able to be removed from the patient. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the investigation of the returned guide wire has shown that the item is bent and does show the typical fretting marks that the device was used in a misaligned position. The device even was sheared off due to a long and excessive force effect. All indications point to the fact that a lateral mechanical overloading situation and misalignment while surgery caused a bending of the guide wire and finally the edges of the drill bit cut the wire. The device history review could not be researched as the lot number is unknown. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.